Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device showed intermittent ventricular undersensing due to variability in r waves. The device was reprogrammed and patient will continue to be monitored.